Event description:
It was reported that when an asymptomatic patient presented in clinic for device check, device could not be interrogated. Device was explanted and replaced without any complication. The patient was discharged. Patient is doing well.

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed in the analysis and was due to low battery voltage. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
New information received notes that the device exibited premature battery depletion.